Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off in the patient's body while injecting insulin. The consumer visited the hospital for an exam and imaging, but the needle could not be found. No further information was provided. The following information was provided by the initial reporter, translated from chinese: "pharmacy staff reported that the customer was injecting insulin on (B)(6) when the needle broke in his body. The client has been examined and photographed in the hospital on (B)(6), but failed to find out where the needle is in the body." "According to the feedback, the customer found swelling issue around abdomen. Now the customer is going to more professional hospital for further examination." "According to the feedback, the customer is going to more professional hospital for further examination. Now the customer feels pain around stomach if she sits for too long. Update on aug. 24th."

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off in the patient's body while injecting insulin. The consumer visited the hospital for an exam and imaging, but the needle could not be found. No further information was provided. The following information was provided by the initial reporter, translated from chinese: "pharmacy staff reported that the customer was injecting insulin on (B)(6) when the needle broke in his body. The client has been examined and photographed in the hospital on 22nd and 23rd, but failed to find out where the needle is in the body." "According to the feedback, the customer found swelling issue around abdomen. Now the customer is going to more professional hospital for further examination" "according to the feedback, the customer is going to more professional hospital for further examination. Now the customer feels pain around stomach if she sits for too long. Update on aug. 24th."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 29-aug-2022. H6: investigation summary: customer returned one actual sample. Point missing about 0.7mm, where is tough, and non-patient end is slightly bent. There may be unintended crush before use. 5 representative samples are checked and find no defect. Cannulas used in this batch was evaluated on rigidity and toughness performance during incoming inspection, the results meet the requirement. Based on the investigation above, the certain cause cannot be concluded at this moment. Bd was able to confirm the customer¿s indicated failure mode.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 29aug2022. H6: investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off in the patient's body while injecting insulin. The consumer visited the hospital for an exam and imaging, but the needle could not be found. No further information was provided. The following information was provided by the initial reporter, translated from chinese: "pharmacy staff reported that the customer was injecting insulin on august 21 when the needle broke in his body. The client has been examined and photographed in the hospital on 22nd and 23rd, but failed to find out where the needle is in the body." "According to the feedback, the customer found swelling issue around abdomen. Now the customer is going to more professional hospital for further examination." "According to the feedback, the customer is going to more professional hospital for further examination. Now the customer feels pain around stomach if she sits for too long. Update on aug. 24th."